Event description:
It was reported that the patient with this electrode received an inappropriate shock due to motion artifact and presented to the emergency room. The field representative discussed patient had having issues with the communicator. This electrode remains in service. No adverse patient effects were reported.